Manufacturer narrative:
An attempt is being made to collect more information regarding this reported event due to limited information received.

Event description:
The reporter alleged that blood and/or fluids sprayed out of the sets and sprayed clinicians during use of infusion sets. No additional information was provided.